Event description:
A motor stall occurred that was caused by the pt having an MRI. The pt had just finished an MRI, and it was unk if the motor stall ever recovered. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4)